Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer.

Event description:
Litigation papers allege pain, injury, and elevated metal ion levels. Update: (B)(6) 2015 - litigation alleges patient suffers from discomfort. There is no new additional information that would affect the investigation. Update ad on (B)(6) 2022: (B)(4) has been reopened under (B)(4) due to the receipt of asr litigation record. Patient alleges emotional distress, disability, disfigurement, and economic damages. Added patient's dob, lawyer, and law firm. Doi: (B)(6) 2008. Dor: schedule: (B)(6) 2022. (Left hip).